Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer went through the load sequence and resumed insulin delivery; however, the customer's blood glucose level was over 300 mg/dl a couple hours afterwards. The customer was not sure if insulin had actually been resumed. As the issue occurred in the past, no troubleshooting could be done.